Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3, g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. It was reported that during use cs300 intra aortic balloon pump (iabp) had gas loss alarm. The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. Tara, a cvicu rn, called requesting assistance for a gas loss alarm that had alarmed one time. She troubleshot this by pressing the iab fill key which resolved the alarm. Tara verified there was no blood, discoloration or flakes in the helium tubing and that all connections were secure. She reported the patient was coughing frequently. I reviewed the nature of the alarm and stated the gas loss alarm was likely triggered by the above clinical factor. I provided my direct phone number and asked her to call me directly should the alarm go off 2-3 times in one hour despite pressing the iab fill key. No patient harm or injury reported. Tara appreciated the support provided and had no other questions. Notified allison ross, greg hanson and scott brooks via email.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cs300 had gas loss alarm issue. Nurse troubleshot this by pressing the iab fill key which resolved the alarm. Nurse verified there was no blood, discoloration or flakes in the helium tubing and that all connections were secure. She reported the patient was coughing frequently. Esp personal reviewed the nature of the alarm and stated the gas loss alarm was likely triggered by the above clinical factor. Esp personal provided his phone number and asked her to call directly should the alarm go off 2 or 3 times in one hour despite pressing the iab fill key. No patient harm or injury reported.